Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a clutch error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a chipped top case, cracked right plunger case, and a damaged bottom case. The tamper seal was broken. Review of the event history log (ehl) showed check clutch errors." Occlusion tests were performed as part of the functional test. The reported issue was duplicated as check clutch error was found during the occlusion test. Both clutch halves were not operating as intended as a result of customer use. The clutch half's were replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.